Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered insulin that the reporter perceived as excessive while the user was wearing both freestyle libre 3 and dexcom g7 sensors, with discordant glucose readings of 54 mg/dl and 95 mg/dl, respectively, and no low-glucose alerts from the device. Symptoms included a reported low blood glucose. Outcomes included self-treatment with oral glucose and no need for medical assistance or professional intervention, with the low lasting less than one hour. Investigation included troubleshooting and user education regarding glucose management and target ranges. Investigation of this case revealed that the cause of the reported hypoglycemia was unclear, and available information suggested no device alarms and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.